Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The device involved was received for evaluation. The logs were also provided. Volumetrics testing of 250ml/hr and 25ml tested in specification three (3) times with no unintended rate changes: 1st test: 24.8ml or 99% of expected volume. 2nd test: 24.9ml or 99% of expected volume. 3rd test: 24.9ml or 99% of expected volume. The log review shows no 56 or 95meq/hr rates. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b braun medical inc. Internal report number (B)(4). Failure analysis and investigation results did not confirm the reported issue. Upon receipt the actual pump involved was visually and functionally inspected. Three (3) volumetrics of 250 ml/hr and 25 ml were performed and tested in spec. Additionally, the device history logs were reviewed and there were no infusions programmed to 56 meq/hr or 96 meq/hr in the device history. During testing, the pump operated as intended and the reported failure could not be reproduced. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.

Event description:
As reported by user facility. The nurse reported that the pump changed the rate of her sodium bicarb infusion she had programmed. She had a nurse double check the meq/h she programmed (56 meq/h) and when she came back into check on the pump the infusion was now running at 94 meq/h. Delay in therapy while switching pumps.